Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User made bolus requests while still having insulin on board (iob). At 7:43 pm, user requested a 14.25 unit bolus for a bg of 120 mg/dl and 114 grams of carbohydrates. At 11:04 pm, user entered 58 grams of carbohydrates into the pump without requesting a bolus. At 11:13 pm, user entered a bg of 60 mg/dl without entering grams of carbohydrates, for which 0 units of insulin were recommended. User overrode the recommendation and requested a 3.4 unit bolus. It is possible the user transposed the bg and carbohydrate values. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) between 50-120 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.